Event description:
The patient had a resolute integrity drug eluting stent implanted in the proximal left circumflex artery. It is reported that the stent may have not been expanded completely. The patient suffered a thrombosis and a myocardial infarction and expired a few days later following the procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-death, mi and stent thrombosis-no results available since no evaluation performed- device or procedural images not provided for review. Related to operational context- root cause of the patient death appears to be related to the stent under expansion and is therefore procedural related. Evaluation codes, conclusion: inherent risk of procedure- death, mi and stent thrombosis operational context caused or contributed to the event- root cause of the patient death appears to be related to the stent under expansion and is therefore procedural related. (B)(4).